Event description:
The user facility reported that their 3085 surgical table lowered in height during a patient procedure. The procedure was completed successfully and no injuries were reported.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event. The technician inspected the table and found no issues with the function or operation; the table was confirmed to be operating to specifications. The reported event was unable to be duplicated. The 3085 surgical table was installed in 2003, making it approximately 23 years old and is not under steris service agreement for preventive maintenance activities. The user facility is responsible for all maintenance activities. The 3085 surgical table was returned to service, and no additional issues have been reported. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR.